Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged battery cap cracked/damaged, blank display and unexpected failed battery test or battery failed alert found on dec 07, 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. Device powered up properly after battery installation. No blank display noted. However, insulin pump was received with unexpected failed batt test or battery failed alert. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to unexpected failed batt test or battery failed alert. Unable to generate power management graph due to unexpected failed batt test or battery failed alert. Unable to download history files and traces using thus due to unexpected failed batt test or battery failed alert. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and unexpected failed batt test or battery failed alert noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no unexpected failed batt test or battery failed alert noted. Device was able to power up and continued testing. Device passed the self test and no unexpected failed batt test or battery failed alert noted. Unexpected failed batt test or battery failed alert was confirmed, suspected to be on pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a broken belt clip rails. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display was not confirmed. Unable to download history files and traces using thus due to unexpected failed batt test or battery failed alert. Unexpected failed batt test or battery failed alert was confirmed, suspected to be on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated that they had battery cap damage and changed the battery cap, but still got failed battery alert and blank display. The customer reported that the display did not return after insulin pump was restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis